Manufacturer narrative:
B3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced pain and discomfort at the ipg site. As such surgical intervention was undertaken wherein the ipg was replaced, and therapy was restored.